Event description:
It was reported that during a carotid pta and stenting treatment procedure, in the common to internal carotid arteries, "the dr tried to open the stent, the release system was blocked after a partial opening and the outer sheet has been broken off to 10cm from the t-connector." The lesion being treated had 80% stenosis and no calcification. The physician encountered resistance with the device during the procedure. The physician removed the stent delivery system and used another of the same device to successfully complete the procedure. There were no reported pt complications. The current pt condition is reported as "unk."